Event description:
It was reported that the device was fired 5 or 6 times, and then on the next firing, the device was fired across the cystic artery and would not release. They used another like device to cut out the problematic device with no pt consequences. Once the device was cut out and removed, one of the jaws fell off the device.

Manufacturer narrative:
Broken jaw. The analysis results for the el5ml device found that it was returned with the jaws broken off and missing from the right side, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as to what may have caused the jaw damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.